Event description:
New information noted that the lead was repositioned and not explanted. The right atrial lead was also repositioned.

Event description:
It was reported that the patient presented to the clinic with suspected septal perforation that was confirmed by echocardiogram. The lead was explanted and replaced. The patient was in stable condition.